Event description:
It was reported the subject device had broken rear wheel of the trolley. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g4, h6, h11. The device was inspected by the field service engineer (fse) and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the axle of the broken wheel was inside the chassis. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: rear wheel of the trolley is broken due an axle of the broken wheel inside the chassis. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer